Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they could not turn up their stimulation because both of their legs would get numb. The patient stated that they would also feel shocking in their back when they would turn up stimulation, so they had their stimulation settings down to one. The patient also mentioned that the device did not seem to be helping. It was noted that the issue started a week or two after the patient was implanted. The patient was redirected to their healthcare provider (hcp). No further complications were reported or anticipated. Indication for use is spinal pain.